Manufacturer narrative:
(B)(4). Intra-operative photos received. Photo of the procedure with 4 images were provided: the photo provided shows tissue with a staple line, the staples appear to be in proper b form shape. Along the staple line can be noticed a portion of tissue sticking on the cartridge. Based on the photo evidence, ¿tissue sticking to cartridge¿ can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. Based on the photo alone, the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The batch and/or lot number you provided, n91vot, does not correlate to a plee60a device. Do you have the correct batch and/or lot number? Additional information: sales rep confirmed that the surgeon had to "dig out" the reload from the tissue and in doing so; the staple line was no longer intact. No further detail of how the staple line was compromised.

Event description:
It was reported that during a bypass procedure, upon firing the device on the third fire the gold reload became stuck to the tissue and made it difficult to remove the stapler. The surgeon had to skeletonize the tissue around the reload in order to remove the stapler successfully. Compromised staple line of tissue y. The surgeon had to use sutures and clips to support staple line and a new device was pulled. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5553k. The analysis found that the plee60a device was received in good visual condition and with a gst60d cartridge not loaded on the device fully fired. Upon evaluation, the reload was noted to have the deck damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.